Event description:
Hcp reported an increase in expected reservoir volume and a decrease in patient pain relief. Hcp suspects a catheter kink. A rotor study was done - the rotor was not turning. The pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.